Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11c. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, pillowing overlay, serial number label damage, cracked battery tube threads, cracked battery tube and cracked corner of belt clip rails. Customer has returned pump due to a crack in the battery compartment. Cracked battery tube threads, cracked battery tube and cracked corner of belt clip rails confirmed during visual inspection.